Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had issues with insulin squirting during priming, rejecting new batteries, longer time to rewind and unresponsive buttons. Blood glucose value was unknown at the time of the incident. No further details were provided. The product will not be returned for analysis.